Event description:
It was reported that the right ventricular (rv) lead exhibited variable high, out-of-range pace impedance measurements of greater than 3000 ohms. Technical services (ts) was contacted, and ts discussed possible causes and solutions. The rv lead remains in service. No adverse patient effects were reported.